Event description:
Guidant received information that the patient with this implantable transvenous defibrillation lead, twiddled the lead. There was no egram signal from the lead on rate/sense or shocking channel. The impedance measurements were out of range for the shock and pace sense portions. The patient was brought into the cath lab due to the high impedances and the twiddlers was noted on the x-ray. The lead was extracted with a laser. At the extraction, the physician noted that the seal plug was missing from the rate/sense setscrew of the ICD. Lastly, the physician experienced difficulty inserting the defib lead into the distal tip of the sheath due to tight access. The physician then pulled at the coil. It appeared as though the coil separated and that the insulation was pulled. A new guidant defib lead and ICD were subsequently implanted. The defib lead and ICD were returned to guidant for analysis.